Event description:
Revision surgery found that the femoral component had worn a groove into the spine area of the tibial insert.

Manufacturer narrative:
Non-destructive visual examination was performed on one cat# 86-6004, pfc femoral component and cat# 86-6071, pfc stabilized tibial insert which were replaced after approximately 4 years, due to synovitis and impingement of the femoral component on the anterior side of the intercondylar spine of the tibial insert. Articulating surfaces of the femoral component showed a polished appearance with minimal scratching. The ultra-high molecular weight polyethylene insert showed burnishing wear on both condyles and the intercondylar spine along with a worn groove on the anterior side of the spine. The inferior side of the insert showed burnishing. There were no apparent material or mfg defects noted on either of these components. At this time, jjpi considers this file to be closed.